Event description:
It was reported that a peritoneal dialysis (pd) pt was hospitalized for pain associated with the diagnosis of a hernia. The pt was hospitalized as of (B)(6) 2015. The pt was subsequently discharged and was able to resume cycler-based treatment.

Manufacturer narrative:
The pt's treatment provider was contacted and medical records have been requested to assist the clinical investigation process. Based on the info provided, it is unknown how the device may have caused or contributed to the event. The peritoneal dialysis cycler was not returned to the MFR but an investigation of the device labeling, device history and mfg records was conducted. There were no deviations or non-conformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.